Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer evaluated the iabp and found an error code #58 instead of error code #38 which was the issue initially reported. To fix the issue the fse removed and installed a new solenoid driver board. The fse also found that the customer batteries and safety disk have expired and he made customer aware of expiration. The customer is making plans to have expired parts replace. The iabp has not been return to clinical use. We will submit the follow up report once we received from the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails (etf) #38. There was no patient involvement and no adverse event was reported. It is unknown under what circumstances this event occurred.

Manufacturer narrative:
The customer replaced the batteries and safety disk. The intra-aortic balloon pump (iabp) was then released back to clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails (etf) #38. There was no patient involvement and no adverse event was reported. It is unknown under what circumstances this event occurred.